Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 383059 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the insulation of the right ventricular (rv) lead was breached by the physician. The breach was repaired with medical adhesive and an insulation sheath and the lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.